Event description:
It was reported that the patient experienced hypoglycemia while using the ilet with a 23-inch infusion set; the spouse reported a glucose nadir of 62 mg/dl, approximately 30 to 60 minutes outside the 70 to 180 mg/dl range, and confirmed that insulin delivery had suspended below 70 mg/dl with an estimated 1.35 units delivered since early morning. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral glucose tablets and no medical intervention or hospitalization. Investigation included troubleshooting and user education provided by support personnel. Investigation of this case revealed no device alarms requiring escalation and no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.